Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure the stent moved on the balloon. The 100% stenosed lesion was located in a non calcified and moderately tortuous subclavian artery. The express-vascular ld pmtd 8.0x20x135 cm stent was unable to cross the lesion and the stent moved on the balloon. The device was removed from the patient without any issues. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: as the device has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).